Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegations of groin pain, difficulty ambulating, inflammation, problems sitting, standing, using stairs, and elevated metal ion levels. Review of invoice history confirms the modular head was removed and replaced with an active articulation liner and modular head. Review of invoice history further revealed that a total hip arthroplasty was performed on (B)(6) 2004. Additional information provided suggests that the procedure on (B)(6) 2004 was a right total hip arthroplasty. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised on the left hip due to metal-on-metal aseptic lymphocyte dominant vasculitis associated lesion (alval) disease. Revision op report notes the presence of grayish-yellowish discoloration of the tissues, cystic cavity in the trochanteric bursa, and superficial corrosion on the trunnion.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegations of groin pain, difficulty ambulating, inflammation, problems sitting, standing, using stairs, and elevated metal ion levels. Review of invoice history confirms the modular head was removed and replaced with an active articulation liner and modular head. Review of invoice history further revealed that a total hip arthroplasty was performed on (B)(6) 2004. Additional information provided suggests that the procedure on (B)(6) 2004 was a right total hip arthroplasty. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded deviation or anomaly. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, it states, "intraoperative or postoperative bone fracture and/or postoperative pain" and "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-07032 / 07035 / 07036).